Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors found the instrument was moving unintuitive, customer removed the instrument from usm and the tip cover. Wire was broken at the wrist. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not able to move according to customer's hand motion. When customer wanted to close the jaws, the mcs didn¿t close the jaws accordingly. There was inability to move the instrument, as the instrument remained static. The movements did not scale appropriately. The instrument moved in the intended direction. There was a delay on the instrument movements. There was no shakiness or friction observed. The instrument is available for return.